Event description:
It was reported that the customer had a button error alarm. The spouse stated that the customer went to the emergency room for low blood glucose. He stated that his wife was at work and passed out. The caller mentioned that the customer informed to her boss that she need to eat after taking a bolus, but was denied. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with intermittent button response and button error alarm.